Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction likely occurred due to two issues: the ¿no image¿ failure was caused by damage to the scope connector, while the ¿rough image¿ condition resulted from a defect in the imaging unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was not producing an image consistently, and when it was, the image was described as "rough". There was no patient involvement.